Event description:
Customer reported the vertical lift would not move up or down and the joystick was disconnected. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rui. System operates as intended.